Event description:
It was reported that approximately nine months post-procedure, three of five implants completely ejected from the mucosa. One implant reportedly extruded; the other two were removed. The products were not returned for evaluation. No other information was provided.

Manufacturer narrative:
This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. (B)(4). The device was not returned to the manufacturer. [The device was not returned to the manufacturer for analysis; therefore, an evaluation could not be performed]. Device description: the pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of (B)(4) filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.